Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead during implant. Partial programming was done to eliminate the ffrw. While the patient was in cardiac recovery, an interrogation was done which revealed ffrw again. Reprogramming was done, which resulted in intermittent ffrw, intermittent p-wave undersensing and an inappropriate mode switch rate to a high rate. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.